Event description:
Initial attempt to retrieve a leadless ipg (implantable pulse generator) was performed with an agilis sheath single loop snare however attempts via manual traction was resulting in the inversion of the rvot (right ventricular outflow tract) area. Additional attempts were made with a agilis sheath single loop snare and abt retrieval catheter combination via right and left groins. Operator was able to double snare the ipg however the explant process resulted in damage to the abt retrieval catheter, damage to the tricuspid valve and damage to the ipg [explanted with 2 tines missing]. Patient experienced a significant drop in blood pressure [measured via arterial line] about 10-15 minutes after explant from the body necessitating the need for pharmaceutical intervention and the implantation of a temporary pacemaker. Patient is alive and next steps are being evaluated. Reference report: mw5119384. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).